Event description:
It was reported that the angle nut of the universal handpiece was found to be missing during sterile processing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Additional information: after thorough evaluation of this issue, it was determined that a disassembling of the angle nut does not pose a safety risk to the user or patient.

Event description:
It was reported that the angle nut of the universal handpiece was found to be missing during sterile processing at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.